Manufacturer narrative:
Although the root cause of the discrepancy cannot be determined, the dataset was reviewed and it can be concluded that all system-related parameters are within the expected range and it can be excluded that the analyzer and reagents contributed to the discrepant result. For the alleged sample, the positive called result, the CT, and the strong amplification are accurate and correct from a system perspective. All evidence support the conclusion that the alleged sample generated a true positive result for sars-cov-2. There is no indication of a systematic issue. (B)(6).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 and a negative result for influenza a and influenza b when tested on the cobas® liat® system. A new sample was collected and tested on a different platform (coyote direct detect) which yielded a negative result for sars-cov-2. The original sample was retested again on the same cobas® liat® system which yielded a negative result for all targets. The initial positive result was released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.